Manufacturer narrative:
The patient's post-op (B)(6) 2016) uncorrected visual acuity was 20/20. The lens was returned dry in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1 mm vticmo12.1 implantable collamer lens, -12.0/+2.0/089 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and rotation of the lens. The lens was exchanged for a longer lens and the problem was resolved.